Event description:
The customer contacted physio-control to report that their device powered off and on by itself several times during a patient event. The customer advised that their device shocked the patient six times successfully. On the seventh through ninth attempt to shock the patient, the device would reach 200j and then powered itself off and back on again. One battery installed in the device at the time of the event was at full capacity and the other installed battery had partial charge. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the downloaded electronic data from the customer's device and was able to verify the reported issue. While loose kep nuts were observed during the device evaluation, which could cause the device to unexpectedly lose power while charging, the cause of the reported issue could still not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio did observe that the kep nuts for battery pins in the customer¿s device were loose. The kep nuts were tightened and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Loose battery pins can cause the device to inappropriately lose power; however the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself several times during a patient event. The customer advised that their device shocked the patient six times successfully. On the seventh through ninth attempt to shock the patient, the device would reach 200j and then powered itself off and back on again. One battery installed in the device at the time of the event was at full capacity and the other installed battery had partial charge. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.